Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a max air in line alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that there was a leak on the floor but no sign of where it was coming from. It was the third time a leak was found on the floor. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.